Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the video system center power would turn on but there was no image, and the front panel was glowing intermittently. The issue occurred during routine maintenance. There was no patient involvement in this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image on the monitor and the front panel leds were not glowing. It was due to a faulty printed circuit board. The hinge assembly on the scope socket was not working properly. Its spring was noisy and got stuck sometimes. The receptacle of this equipment was found loose. Due to that intermittent flickering was present in the image. There was also dust found inside the equipment. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.